Event description:
It was reported that during a da vinci si urological procedure, the scissors on the megasuturecut needle driver instrument were dull. There were no missing or fallen pieces reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported failure mode due to the condition of the returned instrument. The scissors/grips do not open/close properly, which will not allow for cut testing. The blades do not exhibit damage. Engineering evaluation also found that one grip close cable is broken at the distal idlers. The idler pulley spins freely and does not exhibit damage. The cable segment sticks out at the wrist. The other cables at the wrist are not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.